Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent once the investigation is completed.

Event description:
Customer reported receiving erratic readings on her freestyle lite blood glucose meter. Customer reported that on (B) (6) 2010, she received readings of 324 mg/dl, 71 mg/dl, 276 mg/dl and 45 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. It was additionally reported customer experienced disorientation, diaphoresis, weakness, tremulousness and seeing spots in front of her eyes. Paramedics were called and transported customer to a local healthcare facility where she was diagnosed with hypoglycemia and treated with dextrose via intravenous infusion. Customer also self-treated by eating food. There was no report of death or permanent injury associated with this event.

Event description:
Allegedly revised due to infection.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Similar readings to those the customer reported were found in meter memory however, they were obtained outside the ten minute timeframe. This is a final report.